Manufacturer narrative:
In an associated complaint of the user (B)(4), the user reported having an issue with persistent sensor disconnections, which led to a transmitter replacement. Replacing the transmitter, however, did not resolve the issue, hence the user was referred back to his hcp to discuss next steps for a possible removal and replacement of the sensor.

Event description:
On 01 nov 2024, senseonics was made aware of an incident where user was unable to link the sensor to the transmitter. Replacing the transmitter did not resolve the issue, hence the user was referred back to his hcp to discuss next steps for a possible removal and replacement of the sensor.